Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient with this right ventricular (rv) lead heard a loud crack sound perhaps that was from the device and experienced a no feeling on the hand and an excruciating pain on the left side especially upon inspiration. As of this time, this lead remains in service. No adverse patient effects were reported.